Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation; however, data was received from the patient. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient to restart the g5 application. No additional patient or event information is available.